Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited post sensed t wave over-sensing and inappropriate antitachycardia pacing and high voltage shock. Programming changes were made on the device. Patient was stable.